Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. Prior to the procedure, it was noted that the rv lead had a high threshold and a rising impedance. The lead was capped and replaced and the patient was stable before, during, and after the procedure.